Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received in service and repair. Pre-repair temperature testing was not performed; the device was noisy while running. Final evaluation in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated a bit within one minute from starting; an abnormal sound also occurred from the motor. The blade was replaced with a new one, without resolve. There was no patient impact.

Manufacturer narrative:
Product evaluation: service and repair found that along with the device being noisy, there was deterioration and corrosion of parts, including, collet and bearings. It was also found that the cable had excessive adhesive. The device was cleaned, parts replaced and the drill was successfully tested to manufacturing specifications.